Event description:
It was reported to philips that the suite pc failed to boot-up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was outside of clinical use at the time of the reported event. The philips remote service engineer (rse) communicated with the customer and confirmed that the suite pc did not bootup. The fse visited onsite and upon functional testing, the fse ran the diagnostic tool and determined the nv ram issue was with suite pc and confirmed that the suite pc need replacement. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the suite pc by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.